Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempted implant, but had to be replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to a failure of the subcutaneous implantable cardioverter defibrillator to successfully defibrillate the patient during defibrillation threshold (dft) testing. The subcutaneous implantable cardioverter defibrillator and electrode exhibited high defibrillation thresholds and impedance issues. The cardiac resynchronization therapy defibrillator system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempted implant but had to be replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to a failure of the s-ICD to successfully defibrillate the patient during defibrillation threshold (dft) testing. The s-ICD and electrode exhibited high defibrillation thresholds and impedance issues. The crt-d system was successfully implanted. No additional adverse patient effects were reported.